Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the hose for the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additionally, the patient alleged a plastic smell that was coming from the device but is still using the device. The patient uses dish soap and hot water to clean once a week to clean the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. Cosmetic defect found 4.2 scratched on upper enclosure and ui panel. Mandatory sections are updated /corrected.